Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device could not be powered on. Internal examination was performed; this showed damage to the interconnect board the main cable was torn off. The examination showed several missing components. No testing could be performed due to damage occurring use.

Event description:
It was reported the device gave a "check flange" error message and a "burnt smell" was observed. No adverse effects reported.